Manufacturer narrative:
Initial and final MDR 1908280 - MDR 3003442380-2024-13274 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, (B)(6) 2024 & (B)(6) 2024, it was reported that three infusion set was fell off during use and infusion set is used for 2 day each. No further information available.